Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Based on the results of the quality investigation, the nose bearings had debris between the inner races. Debris within bearings can cause excessive friction, which can lead to heat being generated. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of debris within this device. The drill attachment could not be repaired and was discarded.

Event description:
It was reported that during a routine equipment evaluation conducted by the manufacturer's sales representative, a drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and there were no adverse consequences alleged with this event.